Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) declared a battery status of elective replacement indicator (eri) after approximately 1.5 years. The device was explanted with a battery status of end-of-life (eol). The patient had elevated left ventricular thresholds. A new crt-d was successfully implanted.